Manufacturer narrative:
On may 03, 2023, mentor received additional information. The patient was noted to have bilateral complications which included breast ptosis, animation deformities, and contour irregularities due to skin laxity. The left breast was found to have implant site calcification and a lipomatous breast mass. Additionally, the patient was diagnosed with myelodysplastic syndrome, a non-breast cancer. The new information also indicated that there was only mastitis of the left breast which resulted in a biopsy of the left breast. The date of event was provided as (B)(6) 2022. Reason for device explant and/or reoperation: anisomastia, cutaneous contour deformity, acquired deformity nos, breast mass, implant site calcification manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made.  As such, the investigation will be closed.  If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803.  This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date.  This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report.  Reason for device explant and/or reoperation: rupture, local reaction. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 72-year-old caucasian female patient underwent a breast surgery with implantation of a 350cc mentor memorygel breast implant prosthesis. Post-operatively, the patient was diagnosed with bilaterally ruptured breasts implants during a physical exam by a medical professional. Additionally, the patient had a biopsy procedure performed which indicated mastitis of her breasts. As a result, the patient underwent bilateral removal and replacement with a left-sided undisclosed allergan breast implant and a right-sided 350cc mentor memorygel breast implant on (B)(6) 2022. The date of event was not provided to mentor. Several follow-ups have been conducted, and no additional information has been received. If more information becomes available, mentor will submit a supplemental report accordingly. This report is for the left breast prosthesis. Refer to manufacturing report number 1645337-2023-04997 for the contralateral event.